Manufacturer narrative:
(B)(4). Additional investigation summary: only a picture was received for analysis. Upon visual inspection of the pictures, a broken needle could be observed. However, no conclusion could be reach on how this happen as the sample was not returned. The manufacturing record evaluation review could not be conducted, because the batch number of the complaint is unknown.

Manufacturer narrative:
Product complaint # (B)(4). The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product lot number? Is device available for evaluation and being returned? If yes, actual or representative?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture needle broke apart while being used. Both pieces were retrieved and no missing pieces were identified. As soon as surgeons noticed that the needle broke apart, they informed scrub practitioner and handed out both pieces. Needle taken out of the surgical field. Matched each end to each other to ensure nothing is missing. There were no patient consequences reported.